Event description:
The system sample barcode reader on an advia centaur xp analyzer misread one patient sample barcode. The patient sample ID that was transmitted to the laboratory information system (lis) was different than the sample ID on the sample tube. The original tube was read correctly by another system in the laboratory and rerun on the original advia centaur xp with no sample ID errors. Since the sid read by the instrument did not match any in the lis, no tests were run or reported. There were no known reports of adverse health consequences due to the system sample barcode reader having misread the sample barcode.

Manufacturer narrative:
Siemens is currently investigating this issue.

Manufacturer narrative:
Siemens filed the initial MDR on march 27, 2012. Update: 8/24/2012: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.